Manufacturer narrative:
When the user activated the stimulation control after setting a stimulation interval of 9msec, by design the device defaulted to the lowest allowable setting for sustained stimulation. An interval of 100msec is typically set during an electrophysiology exam with the intent of inducing ventricular tachycardia and while stimulating the onset of ventricular fibrillation is not an unexpected outcome. Because stimulation at 9msec presents an increased potential for fibrillation, the device will not allow the user to program this fast rate of stimulation. The user did not allege a device deficiency relating to identity, quality, durability, reliability, safety, effectiveness, or performance. The user has not requested service or repair and continues to uses the device.

Event description:
The user input an stimulation cycle length of 9msec, which is a shorter pacing interval than the ep-3's lowest allowable setting of 100msec. The device defaulted to the lowest allowable setting. The pt experienced ventricular fibrillation and was immediately cardioverted back to normal rhythm. The case was completed without further incident. Device performance was within specification and consistent with info contained in device user manual.